Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service error code. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, and observed the pca burned, blower box, blower, iso port, centre enclosure contaminated, bottom enclosure scratched. The customer complaint was not reproduced. There were two error codes has been identified. The device was scrapped.